Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent an ipg replacement procedure only. No device malfunction was suspected and the patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a lead replacement procedure for an unknown reason.